Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had diaphragmatic stimulation and the right ventricular (rv) lead was pulled back into the superior vena cava (svc) and placed back into the right ventricle. The lead remains in use. No further patient complications have been reported as a result of this event.